Event description:
Following a ventricular tachycardia (vt) ablation, a tamponade occurred. During routine ice imaging following the procedure, a tamponade was noted. Fluid was drained from the pericardium and the patient remained stable throughout.

Manufacturer narrative:
Additional information: a1.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device